Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was explanted due to sensing issues. The patient refused a new lead as he no longer wanted tachy therapy.